Event description:
The patient reported that his ins would turn off by itself approximately 20 times per day and that emi was suspected. The patient indicated proximity to computer laptops, microphones and audio speakers. At follow-up, the physician instructed the patient to keep a journal to document his activity during times when the product would shut-off. The patient wrote "I am keeping a journal to record on and off", he indicated that problems have continued with the dbs system. The hcp reported the device would turn off whenever the patient used his computer or cell phone. The patient would experience a return of symptoms ("slowness of legs"), when the device turned off, which would require use of the patient programmer to turn the ins back on. The patient did not have a history of falls or accidents; recent x-ray exam had not detected system damage and impedance readings were acceptable at 1300 ohms. Results of battery measurement and a longevity estimate obtained revealed two years of product life remained. The hcp also suggested the patient may be at sub-therapeutic levels because the therapy settings had been lowered during reprogramming of the ins earlier in 2007. Additional information has been requested from the physician.